Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k141225; product code: gei.

Event description:
Olympus was informed that during a therapeutic holmium laser enucleation of the prostate (holep) procedure the hf generator displayed error message e433. The user restarted the subject device but since the error message persisted, the user changed to another similar device and completed the procedure. There was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the investigation/evaluation was performed exclusively on the basis of the information provided by the customer. The reported error message e433 is triggered by the generator¿s safety system and can have different technical causes. However, the cause for the occurrence of the error message could not be determined in this case. Based on the information available, the exact cause of the reported phenomenon and the user¿s experience could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.